Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump failed occlusion testing.

Manufacturer narrative:
Other, device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "high pressure" message. Functional testing was able to duplicate the reported issue. The investigation determined that a faulty downstream occlusion sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.